Event description:
On (B)(6) 2019, the user contacted dario to report high blood glucose readings. She indicated that prior to contacting dario, she was getting high blood glucose (bg) levels of 291 mg/dl and 265 mg/dl. The user stated she was about to have breakfast, she wanted to make sure that her bg level does not read higher than 300 mg/dl, and due to the high readings, she got with her dario meter, she took insulin and then had breakfast. The user indicated that one hour later she wasn't feeling right, she had a headache and other symptoms, so she went back home. She reported that her sugar dropped too fast due to the high amount of insulin that she took. The user then measured her bg level with dario and got a reading of 297 mg/dl, she compared her reading with two other meters and received the following readings: 128 mg/dl, and 125 mg/dl. The user was requested by dario's representative to test her bg level with a new cartridge of strips. She tested her bg levels with a new cartridge of strips and reported bg level readings are in range. Therefore, issue resolved with new strips. No device problem detected.